Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a pulse generator repositioning procedure, it was noted that the atrial lead insulation was slit, apparently from use of a scaple. The lead was explanted and replaced.